Event description:
The contact stated that he tested the customer's blood glucose and received a reading of 350 mg/dl. He restested 5 minutes later and received a reading of 40 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.